Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The (B)(6) is currently not commercially available in the u.s. However, it is similar to a device sold in the us. The device was not returned for evaluation. In this case, it is likely that the balloon interacted with the mildly tortuous, heavily calcified and 90% stenosed lesion such that the balloon became damaged and subsequently ruptured during inflation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that the device was prepped inside the anatomy. It should be noted that the coronary dilatation catheters (cdc), nc traveler rx, instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified, 90% stenosed de novo lesion in the proximal left anterior descending coronary artery. A 4.0x08 mm nc traveler balloon dilatation catheter (bdc) was advanced without resistance to the target lesion; however, during the first inflation attempt, the balloon leaked when inflated to 12 atmospheres (atm). The bdc was removed from the patient anatomy and when the device was flushed, the leak was observed coming from the middle portion of the balloon. It was also reported that the device had been prepped (air aspiration) inside the patient anatomy. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.